Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Adverse event, date of event, concomitant medical product: dates estimated. The device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: on a defective mitraclip system: considerations on the medical device regulation in europe. - (B)(4).

Event description:
This is filed to report difficult clip deployment and patient death. It was reported through a research article identifying the mitraclip device, that the device may be related to a patient death. Details are listed in the attached article, titled on a defective mitraclip system: considerations on the medical device regulation in europe. The article identifies one patient who underwent a mitraclip procedure on an unspecified date. The clip delivery system was advanced and the clip grasped the leaflets. Ultrasound confirmed the grasp and the decision was made to deploy the clip. During deployment, the actuator knob was turned; however, the clip did not release from the delivery system. Several attempts were made to deploy the clip and the decision was made to surgically remove the clip delivery system and surgically repair the mitral valve. Post surgical procedure, the patient experienced ventricular fibrillation and sinus rhythm was supported by inotropic medications. The patient was transferred to intensive care. The patient developed bilateral pneumonia and endocarditis, and died 20 days post surgery, due to septic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. A review of the lot history record could not be performed because the products were not returned for analysis and the part/lot information for the devices was not provided. The reported patient effects of death, endocarditis, infection, shock and ventricular fibrillation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. An abbott vascular medical affairs director reviewed the event and concluded that the device malfunction led to the need for surgery, but did not contribute to the infective syndrome post-surgery ultimately leading to death. All available information was investigated and a definitive cause for the reported failure to deploy the clip could not be determined. The reported death was due to septic shock complicated from endocarditis and pneumonia. A definitive cause for endocarditis, pneumonia and ventricular fibrillation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.